Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mini gastric bypass, the same handle and adapter were used earlier in the procedure to fire the black and purple loads completing gastric transactions. However difficulty closing the cartridge came about with the tan 45 load. Three loads were tried then a manual handle was opened and a tan 30 load was used to complete the procedure. The sales representative performed a reset on the powered handle, and then was able to get full functionality with all the adapters and the 3 tan 45 reloads that were not able to close in the case.